Manufacturer narrative:
The ge rep instructed the customer over the phone how to repair the system. The system operates as intended. This malfunction may have resulted in an accidental radiation occurrence.

Event description:
The customer reported that the iris was too large and the collimator was stuck on the 9800 system. No pt injury was reported.